Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired approximately one week post implant. After the device was implanted, the patient decompensated and was admitted to intensive care. There were no allegations against device functionality.